Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty was performed on a left anterior descending artery (lad). A 3.00 x 38 synergy stent was deployed in the lad. Following deployment, a proximal edge dissection was noted in the proximal part of the stent. A 3.00 x 16 synergy stent was deployed proximal to the first stent, overlapping it and covering the dissection. The procedure was completed successfully. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.